Manufacturer narrative:
(B)(6). Investigation summary: the team investigated the customer return samples and the retention samples of material number 301285 for lot number 9089967. While the customer return sample confirmed the crack on the barrel on two of the return samples, we did not find any defect in the retention samples. The defect is confirmed on the customer return sample. Investigation conclusion: after thoroughly investigation and review of received complaint samples it is clear the barrel is cracked and complaint is confirmed. Although machine already have crack barrel detection system so there may be possibility of crack barrel generation after detection system. Potential root cause is not identified for the defect but probable root cause may be that the syringe got stuck somewhere in transfer conveyer. As crack barrel is critical defect so following actions are proposed to avoid crack barrel defect. Syringe transfer mechanism changed from pneumatic to servo to reduce shock and for smooth transfer of syringe. Also awareness training is provided to all the concern associate to check the material frequently for effectiveness of change. Complaints received for this device and the reported defect will continue to be tracked and trended. The information will be captured in the trend reports and monitored monthly. Collected data are regularly reviewed to identify emerging trends. Based on this, a CAPA is not needed at this time. OEM manufacture: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that 2 discarditii 5ml with 22x1 experienced a failure to contain blood/medication during use. The following information was provided by the initial reporter: two syringes of 5ml-22g, where barrel has cracked 2 units are available along with complaint where barrel of the syringe has cracked. This is third complaint of his in last 1 year.